Event description:
I had an extreme inflammatory reaction. I had loosened screws and cracked screws. The fusion did not work. I still have a loose screw that needs to be watched. I had a revision surgery that was aborted due to my spine and esophagus being completely stuck together. I must have a loose screw watched by x-ray to be sure it is not moving. I am worse now than before my infuse surgery. Nothing can be done to correct my situation.